Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, leaking, fell ill the whole time, felt very sick, chronic pain in breast couldn't even wear bra they were so painful, noticed difference in shape".

Event description:
Patient reported ¿right side implant removal¿. Additionally, patient reported "pain, leaking, fell ill the whole time, felt very sick, chronic pain in breast couldn't even wear bra they were so painful, noticed difference in shape". Device has been explanted.